Manufacturer narrative:
A patient lost therapy and experienced lead migration was reported to abbott. As a result, one lead was repositioned and the second lead was replaced because it appeared to be frayed. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Event description:
Related manufacturer reference number 3006705815-2021-01959. It was reported that the patient lead had migrated and patient lost therapy. As a result, a surgical intervention occurred on (B)(6) 2021 where in one lead was repositioned. The second lead was explanted and replaced because it appeared to be frayed. Effective therapy was established post-op.